Event description:
It was reported that the scale was inaccurate due to faulty load cell and the footend brakes were not holding due to damaged caster stems. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.